Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The screen went black. System error found. Floppy disk drive found damaged. Due to corrupted hard drive, usb (universal serial bus) connector was unable to recognize the usb drive.

Event description:
It was reported the screen went black. Tried to use the service disk, but this did not work. It was requested to check EKG (electrocardiogram) port for noise. The programmer was returned for repair. No patient involvement was reported.